Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse started to use the arctic sun device again after a couple of years and was receiving alert 02 (low flow) and alert 01 (patient line open) and then flow stopped. Nurse tried to stop therapy and disconnected and reconnected pads. Nurse changed out the training pads to another set of training pads, but no improvement. Nurse states pads were about 5 years old. Nurse confirmed device was serviced by clinical engineering last week. Noted the old pads could be the problem. Nurse wanted to know if they could send a new set of training pads.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that nurse started to use the arctic sun device again after a couple of years and was receiving alert 02 (low flow) and alert 01 (patient line open) and then flow stopped. Nurse tried to stop therapy and disconnected and reconnected pads. Nurse changed out the training pads to another set of training pads, but no improvement. Nurse states pads were about 5 years old. Nurse confirmed device was serviced by clinical engineering last week. Noted the old pads could be the problem. Nurse wanted to know if they could send a new set of training pads.